Event description:
Grounding pad used during surgery procedure to conduct electrical current from electrosurgical generator. Upon removal of pad from right anterior thigh, pt's skin was removed with pad's adhesive.